Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.0 mm, target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent struts was lifted up due to the scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluted by MFR. : synergy ous mr 3.00 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the stent identified stent damage. The stent struts in middle to distal section of the stent were lifted and pulled from the crimped position. The undamaged stent outer diameter was measured using a snap gauge and the result was within maximum crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the shaft polymer extrusion identified no issues. An examination (visual and via scope) identified tip damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The 80% stenosed, 38mm x 3.0 mm, target lesion was located in the moderately tortuous and moderately calcified left circumflex artery. A 3.00 x 38 synergy drug-eluting stent was advanced for treatment. However, the stent struts was lifted up due to the scratch with the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.